Event description:
Customer stated that the meter was not presenting strips and that the meter was missing segments of the display. A review of the system was conducted over the phone. This review indicates that segments are missing from the display. The customer was asked to return the meter for further eval and a replacement was provided.